Event description:
It was reported that the ventilator generated a technical errors code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical errors code indicating a power error. Our field service engineer has investigated the reported machine on site. The dc/dc printed circuit board was replaced and sent back for investigation. The returned pcb has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 3 days. It passed another pre-use check after the ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.